Event description:
A leak is reported at the needle luer connector. Ebl = 50cc. Patient was recannulated and treatment resumed. Patient also experienced extended post treatment bleeding time. No patient injury or need for medical intervention is reported.